Manufacturer narrative:
F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the physician, that during the catheter insertion, they attempted to peel away the sheath. At which time, the body of the sheath fractured on both sides, leaving the distal half of the sheath inside the pt. The procedure went as follows: the needle was inserted and the spring wire guide (swg) was threaded. They then threaded the sheath/dilator over the swg, removed the dilator and left the swg in, then threaded the catheter over the swg through the peel-away sheath. The swg was still in when they started to peel the sheath. They snapped the peel-away sheath at the proximal end to initiate peeling. Halfway through peeling the body, the right side of the sheath snapped at the base of the skin. They tried to pull back on the left side that was still intact to get a better grip, and the left side snapped apart at the skin. They could not reach the part of the sheath in the body, so they removed the catheter and inserted a 5 fr sheath to feed a snare to locate and recover the piece of sheath. They were unsuccessful in locating the piece. Another peripherally inserted central catheter (PICC) line was placed in the same vein successfully. The pt was moved to micu with multiple issues unrelated to the incident.